Manufacturer narrative:
(B)(4). Product was returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the scrub nurse dropped the instrument and broke the bolt of the inserter. There was no harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. Visual examination of the returned devices identified nicks, gouges, and scratches from previous uses. The strike plate shows indentations. The threaded tip is fractured. Fractured pieces were not returned. DHR was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to the accidental missue from the nurse dropping the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.